Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endowrist one vessel sealer instrument involved with this complaint, however, the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the surgeon was unable to open the jaws of the endowrist one vessel sealer instrument. Although, no patient harm was reported at this time it is unknown what caused the customer reported failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to open the jaws of the endowrist one vessel sealer instrument. The instrument was removed and inspected and confirmed that the jaws would not open. Another endowrist one vessel sealer instrument was opened and the procedure was completed. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure. The vessel sealer was found to have the jaws stuck in the close position. Further inspection of the instrument found high friction between the planetary and helical gears when actuated in counter-clockwise/grip open position. Additionally, the clamping gear was found rotated 60 degree in clock-wise directions while still clamped to drive shaft, and the grip open input was driven to the hard stop key located on chassis. This suggests that there was likely a gear slippage that occurred during use. The instrument was dissembled to inspect for damage or mechanical wear to the mentioned components, but no significant findings found. Therefore, no cause could be determined. If new information is found, this investigation will be re-evaluated. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.